Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic abdominal hernia repair, while fixing the patch, the staples did not completely fire and could no longer be squeezed. Another device was used to complete the case. There was no patient injury.